Event description:
It was reported that patient had a primary total hip arthoplasty on (B)(6) 2010. She had an initial post-op infection. On (B)(6) 2010 treated with a washout and antibiotics.

Manufacturer narrative:
The following other hip devices were also listed in this report: v40 cocr lfit head 40mm/-4, cat# 6260-9-040, lto# mha757. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.